Event description:
The product was used during a prostatectomy procedure. Reportedly, the suture knot came loose. The surgeon used another suture to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
9/2/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.